Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer's insulin pump has a button error. Customer is currently in a correctional facility, so troubleshooting was not possible. The device is being replaced. Customer's blood glucose was unknown. Nothing further reported.